Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 515 mg/dl and paramedics transported the customer to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, an incomplete bolus alert occurred. Tandem technical support educated the customer on incomplete bolus alerts. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. System check with tandem technical support confirmed the pump was functioning as intended.